Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Review of initial operative records show that during the primary left tha procedure, it was noted the patient experienced a complication of small calcar crack after preparation of the femur. The calcar fracture was repaired during the procedure with cables. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the primary left tha procedure performed, it was noted the patient experienced a complication of small calcar crack after preparation of the femur. The calcar fracture was repaired during the procedure with cables. No further event information available at the time of this report.